Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: the blower module was identified as the defective component. A replacement of the blower module resolved the issue. Corrected: h6 section imdrf codes were updated/corrected.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "ventilator shows technical fault technical fault (tf) 431002 (blower disconnect) on startup." Health impact: no clinical signs, symptoms or conditions were reported. Problem identified during non-clinical procedure.